Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Facility reported that two hours into treatment, nurse noticed that there appeared to be a minor leak in dialyzer. Leak appears to be coming from one broken fiber inside dialyzer that still has one side connected to potting compound. The machine did not alarm. Nurse did not see blood in dialysate lines, but could see blood coming out of single fibre inside dialyzer. She confirmed blood in the dialysate with siemens hemastix test strips. The result came back "moderate" or medium green color. Lines and dialyzer got removed and discarded. New lines got setup. Machine was pulled after treatment and bleached. Ebl was a whole circuit (approx. 300cc's) patient had no adverse effects and required no medical intervention.